Event description:
Reporter alleged that he obtained a result of 113 mg/dl on the advantage system with expired strips and felt confused before passing out 15 minutes later. The customer reported that his friends called an emergency unit, they arrived 15 minutes later, obtained a result of 25 mg/dl on their system and treated the customer with medication. Reporter stated that he was taken to the hospital and given orange juice and food there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
This is a final report. The customer returned meter (B)(4). The meter has been tested with a returned strip lot 1005420. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the readings reported were not found in the internal memory log of the meter.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 120 mg/dl, 465 mg/dl, and 362 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.